Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a broken pusher block was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an ipump with a condition of a broken pusher block. This condition occurred after delivery. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.